Manufacturer narrative:
Prior to each event, ion selective electrode (ise) qc results were within the lab's established ranges.a field service engineer (fse) was dispatched: a) the fse replaced the ratio pump piston and seals which resolved the problem.hardware addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high potassium (k) results generated by the synchron lx I 725 clinical system on two different samples.in both instances, the erroneous results were generated on the first sample run from standby. The results were reported out of the lab and corrected reports were submitted. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.